Manufacturer narrative:
Concomitant medical products - lgc tibial fit tray cem sz 4f / 4t (cat# 02-012-45-4040 / serial# (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 6 yrs postop the initial ltka, this (B)(6) y/o male patient complained of having pain. Femur was loose and revised to a cc revision knee. Patient was last known to be in stable condition following the event. The device will be returned.

Manufacturer narrative:
After further review of additional information received the following sections g3, g7, h2, h3 and h6 have been updated accordingly. (H3) the evaluation noted that revision reported was likely the result of an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. The most probable root cause associated with the reported event of "looseining - femoral" is associated with weakened integration of the femoral component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.